Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced chest bleeding and tamponade requiring return to the operating room (or) for wash out. The chest was left open and an additional chest tube was placed. One unit of blood products were administered. Operating room repair was performed. The nurse called to confirm that the heparin could be as low as 6.25u/ml. The physician wanted it reduced. During support, the patient was receiving antibiotics and was administered 9.5 units of blood. The patient went back to operating room for attempt to close. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.